Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per the user facility: patient was receiving cancer medication through port with IV- medication - etoposide and nss for flush. The pump rate was set at 238 ml/hr and volume 208 ml. The rate was set higher to accommodate the flush and the medication is given in one (1) hour as ordered. After 30 minutes the bag was found to be infused. The nurse checked the pump, connections and clamp. All seemed to be done correctly. Patient did not have any side effects. Vital signs were within normal limits. The pump was sent to the facility bio med and found to have no discrepancies.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Neither the device involved in the reported incident nor the logs were not returned for evaluation. Without the actual device/logs a thorough investigation could not be performed and further evaluation was not possible. If the device and/or additional pertinent information is received a follow-up report will be filed. Corrected data: report was updated to include the information was received vai medwatch (B)(4). Section report source was updated to include other and medwatch (B)(4). Report was updated to include the device manufacture date of 01/14/2016.

Event description:
As per the user facility: patient was receiving cancer medication through port with IV- medication - etoposide and nss for flush. The pump rate was set at 238 ml/hr and volume 208 ml. The rate was set higher to accommodate the flush and the medication is given in one (1) hour as ordered. After 30 minutes the bag was found to be infused. The nurse checked the pump, connections and clamp. All seemed to be done correctly. Patient did not have any side effects. Vital signs were within normal limits. The pump was sent to the facility bio med and found to have no discrepancies. Note: this report was received via a medwatch. The medwatch # is (B)(4).